Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Subsequently, the patient was revised due to unknown reasons. The polyethylene bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.